Event description:
The customer reported that an intermittent "read image error" displayed on the unit. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4). The service representative found that the setting for the network interface card of the computer was incorrectly configured to 100 mb full-duplex. Once the network interface card was correctly configured to auto negotiate, the sensor operated properly. The root cause of event was a configuration issue. (B)(4).